Event description:
The patient suffered a second degree burn following a rul wedge resection with flex bronchoscopy during which a 3m¿ bair hugger¿ therapy full access underbody blanket model 635 was used. The patient had completed a course radiation therapy to the area three months prior to the procedure. No skin sensitivity was noted prior to the procedure. During the procedure, the patient was placed on the bair hugger. Postoperatively, the patient had ice applied to the area as an adjunct for pain control. The patient also had adhesive remover be applied to the skin. The following morning, the patient was found to have blistering from her spine and expanding to her right shoulder.